Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product investigation indicates that the issue was confirmed. A resistance measurement was taken for the returned communicator diode showed its output voltage was out of specification. The communicator behavior was consistent with a high-power electrical overstress event. There was no measurable evidence of electrical overstress in the communicator modem circuitry. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was not able to connect and hot and smelled like smoke. The patient reconnected the communicator but was still the same. The communicator issue was not resolved. A new communicator and a cellular adapter were sent. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator was not able to connect, hot and smelled like smoke. The patient reconnected the communicator but was still the same. The communicator issue was not resolved. A new communicator and a cellular adapter were sent. No adverse patient effects were reported. The communicator was no longer in service.